Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional and a timeline was created. Review of the available records identified the following: initial surgery: l primary radial head arthroplasty procedure, no complications noted, patient tolerated the procedure well and left the or in stable condition. 3 months postop; onset of moderate stiffness in the l elbow with limited extension noted. 4 months post op; reoperation of affected joint, scar tissue and ossification excised. 14 months postop: mild pain noted, injection given, patient remains in study a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient developed moderate stiffness and limited extension approximately 4 months post implantation of an elbow arthoplasty with cubital tunnel release and anterior subcutaneous transposition. 5 months post op, a reoperation for scar tissue removal and ossification excision was performed. The patient has continued to experience pain. Approximately 4 years post op, during a reconstruction of a tricep allograft tendon, a release of a contracture of the elbow was also performed. All implants remain in place. Attempts have been made and no further event information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11 additional medical records for the initial surgery were provided and reviewed by a healthcare professional. Review of the additional records identified the following: l primary radial head arthroplasty procedure, l cubital tunnel release and anterior subcutaneous transposition of ulnar nerve. Patient presented with a lot of pain and stiffness in l elbow. The patient also had significant ulnar nerve symptoms. The radial head was thickened and widened, there was considerable loss of cartilage and osteophyte formation. The anterior capsule which was very thickened was excised completely, the radial head was removed with a saw. Good rom and position was achieved with trials and definitive components. Heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. Pain and range of motion may be attributed to ho; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reporter has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports. 0001825034-2023-01077. Item#11-210034; lot#238890.

Event description:
It was reported a patient underwent a left elbow procedure. Subsequently, the patient developed moderate stiffness and limited extension. The patient required reoperation to excise thick scar tissue on the anterior aspect of the joint and ossification excision was also performed. The patient has continued to experience mild pain for which additional consultation is ongoing. However, components remain in place. Attempts have been made and no further information has been provided.